Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that approximately 36 months post stent graft implant, the patient's CT demonstrated that the stent graft had migrated approximately 2 cm inside the aneurysm sac, due to the severe angulation of the aortic neck. The aneurysm is enlarging and the neck diameter is too large for repair. The patient is scheduled to have the device explanted. No additional clinical sequelae were reported and the patient is fine.